Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the patient developed blurry vision and the lens was explanted. Unknown if any change in bcva. Etiology unknown. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.